Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "guide wire handle broke one "screw" of handle fell out and rendered handle unusable. Another tray had to be opened to complete the case. There was a 5 min surgical delay. Washed by hospital spd after case." All debris was removed from the surgical field/patient.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: one pin had come off from the metal clamping lever and slight signs of damage [hitting marks, scratches] at the area could be verified. The pin was not returned. Visual inspection revealed the drill hole, as the counterpart of missing pin, shows traces of intended press-fit. Thus, a dimensional inspection could not be performed safely. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labelling did not indicate any abnormalities. Based on investigation of former complaints the event was identified being design related and is already covered by a nc / CAPA. Nc was filed and a CAPA triggered. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported: "guide wire handle broke one "screw" of handle fell out and rendered handle unusable. Another tray had to be opened to complete the case. There was a 5 min surgical delay. Washed by hospital spd after case." All debris was removed from the surgical field/patient.